Manufacturer narrative:
Analysis of lead model 977a260, serial #(B)(4), showed no anomalies. Analysis of the multi-lead trialing cable model 355531, lot # n478497 showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead component of the implantable neurostimulator (ins) was not functional intraoperatively. Specifically, high impedances (>10,000 ohms) were observed on all electrodes on intraoperatively when tested with the multi-lead trialing cable (mltc). It was noted that the lead was placed correctly in the mltc but the high impedances persisted. A different mltc was used but the lead was ultimately replaced to resolve the issue. It could not be determined at the time of report if the mltc or the lead was the cause of the high impedance issue. The patient experienced never having therapeutic effect during the event. The patient was reported as doing fine on follow up. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 355531, lot# n478497, product type screening device; product ID 977a260, serial# (B)(4), product type lead. (B)(4).